Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when implanting this right ventricular (rv) lead to a this new implantable cardioverter defibrillator (ICD) it took longer then expected to connect the terminal pins to the device header. When the lead was measured out of range shock impedance measurements were noted. The lead was disconnected and re-connected but the high voltage values still appeared high. The case was abandoned with the ICD left in the pocket and the leads attached while therapy was disabled. A possible lead extraction or capping the lead was discussed and implanting a new subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported.